Event description:
It was reported that during a lobectomy procedure, the device was inserted through the port of the anterior axilla on the fourth intercostals space to resect the pulmonary vein at the first firing. The jaw was turned right and the anvil jaw was on the downside when the device took the tissue, and then it was fired. Bleeding occurred when the jaw was opened. The amount of bleeding was not confirmed, but blood infusion was not required. There were some unformed staples on the staple line's middle part of the patient's side. Besides, the staples were not deployed from the acral site. Additional suture was performed endoscopically with prolean. Procedure conversion was not performed. It was confirmed by the sales rep that the staples on the left side were formed properly, but the staple drivers on the right side were up till only 1/3. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4)

Event description:
The pt was revised because the screws migrated making the joint loose.

Event description:
Reportedly, instrument cannot pass auto-test due to error cpu1 & cpu2 venous sensors.

Manufacturer narrative:
Evaluation summary: drift of venous sensors -45mmhg. Recalibration.